Event description:
It was reported that undersensing was observed on the device. The device was reprogrammed to the max sensitivity, but this did not resolve the event. The patient was in stable condition and will continue to be monitored.